Event description:
Same case as MDR#6000089-2007-00464. It was reported by the pt that at 445 days post a drug eluting stenting treatment procedure, in-stent restenosis occurred. Further follow up showed that the pt had a 70% stenosis of the mid left anterior descending (lad) just proximal to the take off of a moderate caliber diagonal branch. A 3.00x28mm taxus express2 drug eluting stent was deployed at 16 atms from the proximal to mid lad, spanning the diagonal branch. Tests then revealed a 9% residual stenosis within the stented segment, but a significant ostial compromise of the diagonal branch. A 2.5x15 maverick balloon was advanced and into the diagonal branch and inflated to 8 and 12 atms at the ostium of the diagonal branch. Angiography then revealed resolution of the ostial compromise off the diagonal, but some plague shift and a gray-hazy appearance of the mid-lad just beyond the distal portion of the stent. It was elected to place a second stent, and a 2.50x12mm express2 taxus drug eluting stent was advanced and deployed at 16 atms just distal to the first stent with a slight overlap. Final angiography demonstrated a 0% residual stenosis throughout the lad and diagonal with normal flow distally in the vessel and no evidence of dissection or thrombosis. The pt was returned to the cardiac interventional unit (ciu) in stable condition. Aspirin was recommended indefinitely and plavix was recommended for one year. At 445 days later, the pt presented with unstable angina. Angiography showed diffuse in-stent restenosis of the lad. The physician delivered a 2.5x20mm maverick balloon and several inflations were performed in the mid lad to 8 atms. This was then exchanged for a 2.5x28mm non-bsc drug eluting stent which was deployed from just beyond the diagonal branch into the mid lad at 16 atms. This was post dilated with a 3.0x15mm maverick balloon to 16 atms. This resulted in plaque shift and compromise of the origin of the diagonal branch. A non-bsc guide wire was advanced down the diagonal and the 2.5mm maverick balloon advanced and inflated to 16 atms. There was still significant residual disease and the 3.0 maverick balloon was then advanced and inflated also to 16 atms. Final angiography demonstrated a 0% residual stenosis at the site of the prior obstruction with normal flow distally in both the lad and diagonal with no evidence of dissection or thrombus. The pt was returned to the ciu in stable condition. The pt received angiomax during the procedure. The physician recommended aspirin indefinitely and plavix for one year.

Manufacturer narrative:
Device analysis. The stent remains in the pt and the delivery device has been disposed; therefore, no direct product analysis will be available. The shopfloor paperwork for this batch was reviewed. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.